Manufacturer narrative:
The referenced device was returned to olympus for evaluation. The evaluation confirmed the reported event. A visual inspection of the device noted an indentation on the top-rear cover of the housing unit. A functional test was performed; upon power on self test, the esg-400 immediately prompted with an e433 error. The unit would then reboot and go through an endless post cycle with the same error. The generator board was physically examined and found no obvious signs of bad components. Unit was sold (B)(6) 2016. The cause of the of the e433 code is due to a faulty generator board. For safety reasons the instruction manual (procedural hazards and complications section) states: 1) ¿always prepare a spare electrosurgical generator or an alternative procedure to avoid interruption of treatment due to an unexpected electrosurgical generator failure during treatment.¿ 2) ¿should any abnormal output be suspected during operation, immediately terminate the use of the equipment by releasing the footswitch. If the footswitch does not react, switch off the electrosurgical generator. Otherwise, malfunction of the equipment may cause an unintended increase in output.

Event description:
Olympus was informed that the device received error code e006 and then e433 during a transurethral resection of a prostate procedure. The reported event occurred sixty seconds into the procedure. After the e433 error could the device shuts off and comes back on with the same error. The patient had excessive bleeding and was required to have a blood transfusion. The intended procedure was cancelled and will be rescheduled at a later date. There was no back-up device available. The device settings were 280/cut & 180 coag.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the original equipment manufacturers (OEM). The OEM performed a review of the device history records (DHR) and revealed no abnormalities/non-conformities related to the device issue. Additionally, the root cause of the reported event could not be determined. Error 433 is triggered by the devices¿s safety system and results in a reboot, which is designed to remedy the fault which led to the error message. If the fault persists, error 433 will continue to occur and the generator will need to be serviced. The device has been since been service and returned to the customer.